Event description:
Patient's meter would not start the test process. Once blood or control solution is drawn into the test strip and the confirmation window is filled, the meter display begins to count down to display a result. Patient explained that they experienced a hypoglycemic episode because they were unable to obtain a blood glucose reading. Patient had been on a telephone conference with thier diabetic nurse at noon and was asked to call and get a replacement meter. Patient reported taking insulin throughout the day and was not aware of the hypoglymemia until their hands began shaking and they had to lie down. Patient had to have glucose administered at home by someone else, since their hands had been shaking. Patient explained that their insulin regimen was based on the meter readings. However since they were unable to obtain blood glucose readings they had been taking the regular dosage. No medical care was sought from a healthcare professional. Patient was still unable to obtain a blood glucose reading after taking glucose. The meter is being reported, since the patient was unable to test, experienced symptoms of low blood glucose levels, and had to seek self-treatment. Patient reported that they attempted to test with several different lot numbers of test strips and was unsuccessful at each attempt. Patient was unable to provide any test strip lot numbers. The customer service representative walked patient through a control solution test and the meter would not begin to count down. The meter was replaced.